Event description:
It is reported by pt's attorney that pt underwent a hip replacement procedure in 2008, using a durom acetabular cup. Post-op, that pt experienced pain and was revised.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.